Event description:
During a total hip arthroplasty, the threaded tip of a conical reamer, a reusable class 1 instrument, fractured and became lodged in the femoral canal. The surgeon created a window in the femoral canal to facilitate removal of the fractured tip. Surgery was completed without further incident.